Event description:
The service repair technician (srt) reported that during routine testing (validation testing) of the device at the service center, when the centrifugal drive motor was running at speeds greater than 2800 rpm and water loop was hooked up, the motor goes into pump jam and shuts off. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.